Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. D3 - date of event: eligible patients for the study were treated with the device between (B)(6) 2019. G4 - PMA/510(k)#: exempt h3 - device evaluated by mfg?: the device not returned to the manufacturer. H6 - annex e: e2402 - worsening symptoms in the acute setting. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported that wayne pneumothorax catheter dislodged following its placement in an 80-year-old female patient. On the day of admission, the patient was emergently treated for secondary spontaneous pneumothorax with placement of a wayne pneumothorax catheter at the midaxillary 5th intercostal space. X-ray imaging confirmed successful placement in the desired location. The catheter was then attached to active wall suction and the initiation of drainage was successfully achieved. On seventh day of admission (6 days post-procedure), the patient experienced chest tube dislodgement with subcutaneous emphysema. The chest tube was then repositioned. The device was relieving the initial subcutaneous emphysema symptoms of the patient due a mal-positioned trach, but the dislodgement led to worsening of subcutaneous emphysema in the acute setting. The event is noted as resolved on day 8, with device indwell time at 10 days. The patient later died on day 11.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Correction: h6 - annex a. Investigation ¿ evaluation. It was reported that wayne pneumothorax catheter (rpn and lot# unknown) dislodged. The device was required for an 80-year-old female patient with a past medical history of thrombocytopenia, pancytopenia, normocytic anemia, respiratory cardiac arrest precipitating event and was on anticoagulation medication. The patient also had a malpositioned tracheostomy which caused subcutaneous emphysema. On the day of admission (day 0), the patient was emergently treated for secondary spontaneous pneumothorax with placement of a wayne catheter at the midaxillary 5th intercostal space. Her anticoagulation medication (not adjusted/suspended prior to procedure). X-ray imaging confirmed successful placement in the desired location. The catheter was then attached to active wall suction and the initiation of drainage was successfully achieved. On day 7 of admission (6 days post-procedure), the patient experienced chest tube dislodgement with exacerbation of subcutaneous emphysema. The chest tube was then repositioned. The event is noted as resolved on day 8, with device indwell time at 10 days. The patient later expired on day 11. There is no information to suggest the patient¿s death is related to a cook device. Reviews of the documentation including quality control procedures, manufacturing instructions, and instructions for use (IFU) were conducted during the investigation. The complaint device was not returned for evaluation; therefore, a physical examination could not be conducted. However, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the device history record (DHR) was unable to be completed due to a lack of lot information. An expanded sales search to the customer was unable to identify the complaint lot. Cook also reviewed product labeling. The product IFU, [c_t_waynemod_rev5] ¿wayne pneumothorax set for seldinger placement,¿ provides the follow information to the use related to the reported failure mode: ¿11. Secure catheter in position at the entry sight by using a bio-occlusive dressing or suturing if desired. 12. The catheter and connected drain lines should be secured to the patient. Excessive tension on catheter connections may cause catheter/hub separation or accidental catheter dislodgement. To help prevent this from occurring, it is recommended to do one or both of the following: a. Secure the catheter hub to the paint¿s skin by placing tape, suture, or a catheter securement device at the location shown in the illustration below. B. Form a strain relief loop in the connecting tube, as shown in the illustration below, and secure the loop to the patient¿s skin with tape, suture, or catheter securement device.¿ evidence gathered upon review of dmr and product labeling does not indicate the device was manufactured out of specification. There is no evidence of nonconforming material in house or in the field. Based on the information provided, no product returned, and the results of our investigation, unintended user error was concluded to be a possible cause for this event. The instructions for use contain instructions for the proper securement of the device. It is unknown how the device was secured to the patient. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.